Manufacturer narrative:
Concomitant medical products: product ID 37751, serial# (B)(4), product type: recharger. Product ID 37761, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient was unable to charge their ins because they were not able to charge the recharger, and it was stated that the patient was in pain. It was noted that the connector pin would not make a connection as the pin was loose/wobbly. The patient contacted their surgeon¿s office who ¿treated them like a drug seeker,¿ and they had to suffer due to the equipment failure.

Manufacturer narrative:
Analysis of the desktop charger (serial number (B)(4)) found that the connector pin was bent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.